Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the counts on the pyxis es server were different from the counts on the device due to an issue in data synchronization. A technical support specialist had dialed into the server and station, followed ka 000012130 to clear the error parameters, and restarted the station to resolve the data synchronization issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the counts on the pyxis es server were different from the counts on the device, making it impossible to properly refill the device because the counts on the server were significantly off, causing delays in patient care. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.